Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, one of the silicone boots was detached from the jaws. No pt injury. Opened new kit to complete the procedure. Only delay was length of time to open a new kit. Product is available for return and inspection. Generator setting of 3. The hospital did not report any patient effects.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise -(B)(4). Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000466037 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.